Manufacturer narrative:
(B)(4)

Event description:
It was reported that an anomaly was noticed on a central venous catheter placed the (B)(6) 2016. During the visit of the (B)(6) 2016, the nursing staff noticed a flow of infused products. A crack located on the proximal path of the central venous line seems to be the cause of this incident. The clinical consequences were to replace the catheter.

Manufacturer narrative:
(B)(4). Device evaluation: the report of a crack on the proximal path of the central venous line was confirmed. One arrow 8.5fr x 11cm catheter with a damaged spring wire guide inserted through the proximal lumen was returned. A cut in the proximal extension line was observed during visual examination without magnification. The "v" shaped cut was located 35 mm above the juncture hub. The distal and medial lumens were leak tested. With the opposite end of the catheter occluded, water was injected into each extension line. Each lumen was pressurized to 45psi for 30 seconds. No leaks or crossovers were observed. The returned guide wire had a severe kink located 8 cm from the j-tip and kinks/bends located 4 and 18 cm from the proximal weld. However, it was reported that the medical device was used properly and the wire was inserted into the catheter as it was being packaged for return for evaluation. Therefore, it appears that the damage to the guide wire occurred after removal from the patient. A device history record review was performed other remarks: and did not reveal any manufacturing related issues. Since the crack was found seven days after catheter insertion, operational context caused or contributed to this event. No further action will be taken.